Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but probe was not registering on the arctic sun device. Nurse asking was there a way to run therapy without a patient temperature input. Mis explained that the therapy requires a patient temperature input to be able to run. Nurse verified probe plugged into pt1 (patient temperature) port. Nurse disconnected and reconnected probe from cable and no change. Probe registering patient temperature on philips bedside monitor. Mis advised they need to swap out to a new temperature in cable. Mis advised to contact biomed for assistance with obtaining cable or take from another device if available. Mis encouraged to keep a couple extra on hand in the department in cases such as this afterhours or over the weekend when biomed was not readily available.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty temp in cable. Probe was not registering on device. It was unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were trying to initiate therapy, but probe was not registering on the arctic sun device. Nurse asking was there a way to run therapy without a patient temperature input. Mis explained that the therapy requires a patient temperature input to be able to run. Nurse verified probe plugged into pt1 (patient temperature) port. Nurse disconnected and reconnected probe from cable and no change. Probe registering patient temperature on philips bedside monitor. Mis advised they need to swap out to a new temperature in cable. Mis advised to contact biomed for assistance with obtaining cable or take from another device if available. Mis encouraged to keep a couple extra on hand in the department in cases such as this afterhours or over the weekend when biomed was not readily available.